Event description:
Info was received that the device's high pressure alarm did not function and the unit was not dumping pressure. The unit was not reported to be in pt use therefore, no pt harm reported. The high pressure alarm did not function as a result of a broken dump valve. The dump valve was replaced to correct the problem.